Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, the patient reported experiencing constant glare night and day. The patient had an intralase procedure performed on both eyes following the implant procedure. Posterior capsule opacification was also noted. Add¿l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add¿l info. A completed questionnaire was received on (B)(4) 2012. (B)(4).